Event description:
It was reported that the patient had pocket infection. The patient's active system ¿ implantable cardioverter defibrillator, right ventricular lead, left ventricular lead and right atrial lead were explanted due to the infection. The patient was in recovery with no adverse consequences reported.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.